Event description:
It was reported to philips that the device was not booting. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. Philips received a complaint stating that the device was not starting. Upon investigation, it was discovered that the case was created with an incorrect ip address, however the reported problem was no longer occurring. The service quote was cancelled. No service has been performed by philips. To date, no additional information on the problem has been reported. The codes were updated based on the investigation outcome. The evaluation method code was corrected.